Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient files showed at least seven applications were performed with balloon catheter afapro28 with lot 54293-170 without any issue on the date of the event. The clinical issue (tamponade, blood pressure drop) occurred during the procedure. The case was aborted under general anesthesia. There is no indication of a relation of the adverse event to the performance and malfunction of the product. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped and a cardiac tamponade was confirmed. The tamponade was drained. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event. It was noted the patient's hospitalization was extended. They were discharged from the hospital.